Event description:
Product was returned as an implant failure because of infection. Based on the report, the pt had good moderate hygiene and poor bone condition and a medical history of diabetes. The surgery was a two stage surgery in which the fixture was placed with the primary closure in tooth location #14. Autogenous/sinus-lift bone augmentation material was used. The implant was removed because of the infection. The pt is described as recovered, with no complications. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.